Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) unomedical, mmt-332a, mmt-1880l. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer was unable to complete set change. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 04-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 04-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: 10/04/2024 00:00:00.000. Dailytotalofallinsulindelivered: 436750 (43.675 u). Dailytotalofbasalinsulindelivered: 308750 (30.875 u). Dailytotalofbolusinsulindelivered: 128000 (12.8 u). In further full review of the pump history/traces on the customer's event date of (B)(6) 2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime: 09/29/2024 00:00:00.000. Dailytotalofallinsulindelivered: 456000 (45.6 u). Dailytotalofbasalinsulindelivered: 301500 (30.15 u). Dailytotalofbolusinsulindelivered: 154500 (15.45 u). No delivery alarm/insulin flow blocked alarm was found on: 09/29/2024 11:54:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 09/29/2024 20:39:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 09/30/2024 00:18:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 09/30/2024 10:27:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 09/30/2024 10:27:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 09/30/2024 10:30:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. In further full review of the pump history/traces on the event date of 25-aug-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime: 08/25/2024 00:00:00.000. Dailytotalofallinsulindelivered: 372000 (37.2 u). Dailytotalofbasalinsulindelivered: 158000 (15.8 u). Dailytotalofbolusinsulindelivered: 214000 (21.4 u). There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of (B)(6) 2024 in the formatted history file. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of 25-aug-2024. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 08/20/2024 20:48:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/21/2024 09:05:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/21/2024 09:18:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/21/2024 09:33:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/21/2024 14:02:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 04-oct-2024 and customer's event date of (B)(6) 2024 in the formatted history file.  Low battery alert was found on: 09/28/2024 19:19:00.000. Insert battery alarm was found on: 09/28/2024 22:22:05.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 03-oct-2024 at 4:42:59 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked lcd window, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This case is for the insulin flow block on (B)(6) 2024. Please see (B)(4) for the low blood glucose event on (B)(6) 2024. Customer reported having an insulin flow blocked alarm at the time of the call on (B)(6) 2024. No harm was reported. The blood glucose on (B)(6) 2024 was not 20mg/dl. Customer did not have hypoglycemia on (B)(6) 2024 and was not treated with insulin drip or ems/ER. Insulin exited and pump alarmed during troubleshooting. Customer declined further troubleshooting for the issue. Pump was used within 48 hours of the event. It was unknown if auto mode was used. Pump was discontinued and returned for analysis.